Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, echocardiogram revealed a trace paravalvular leak (pvl). Approximately 30 days following the implant, the 30 day follow up echocardiogram showed the valve migrated ventricularly resulting in moderate/severe pvl. It was considered that the valve may have under-expanded, allowing it to migrate into the left ventricular outflow tract (lvot) however the physician was unable to confirm this. Forty-nine days following the implant of the valve, the valve was dilated with a 19 millimeter (mm) balloon and a 20mm non-medtronic transcatheter bioprosthetic valve was implanted within the medtronic valve to reduce the pvl to mild. No additional adverse patient effects were reported.